Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal (baclofen, 2000 mcg/ml, 1000 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the hcps decided to explant the catheter and pump in order to change the catheter tip location (originally t10, today c7; t=thoracic, c=cervical). They also increased the patient from a 20 ml to a 40 ml pump. The explanted catheter and pump were not suspected to have any drug delivery problems; the physicians just felt that the catheter location and drug volume were not efficient for the patient's condition of severe dystonia. The hcps or patient's family did not think that the products were defective in any way; they simply wanted to aim for a more effective catheter tip location and increased pump reservoir capacity. There were no known environmental, external or patient factors that may have led or contributed to the issue. It was unknown whether diagnostics/troubleshooting were performed. The patient¿s medical history included cerebral palsy and dystonia. The patient status at the time of this report was "alive - no injury." The explanted pump and catheter would not be returned as the customer refused return of the pump and discarded the catheter. No further complications were reported.